Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged connector on the charger's power supply brick. The pins was recessed in the power supply connector. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.